Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 31mmol/l. It was stated that the customer treated with an insulin pen to lower the blood glucose. It was mentioned that the customer had delivered several boluses, which result in no delivery alarms. According to the customer, the infusion set was changed several times. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.